Event description:
The customer reported that the silicone segment separated from lower fitment and antibiotics leaked during pt use. The device alarmed a couple of times and the nurse opened the door to check if there was air in-line. The nurse noticed the IV set leaking when the set was removed from the device. The safety clamp was pushed forward and the lower fitment separated from the silicone segment. The tubing was pinched off so the entire bag would not leak onto the floor. This occurred less than 1 hour into the intended 3 hour infusion. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.